Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses."

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "low", specific value was not provided. Customer consumed carbohydrates to address bg level. Reportedly, the customer alleged sleep schedule did not activate when expected to. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer having incorrect setting for when to have sleep schedule active. Customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy.